Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. On (B)(6) 2019 the skin around the sensor adhesive started to become red. He kept the sensor on until (B)(6) 2019 when it started burning, and he went to his family doctor. The doctor removed the sensor and told the patient that the site was infected. The patient was treated with antibiotics, but he does not remember the medication name. The patient went back to the same doctor for follow up on (B)(6) 2019 and the infection was worse; the area was red, and pus was coming out of the insertion site. The doctor changed the medication to doxycycline and sent the patient home. At the time of the report the infection had cleared. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.